Event description:
It was reported on (B)(6) 2026 that the charging cable - monitor - a to c was melted into the mcot monitor - a10e - verizon-activated. Patient services (ps) confirmed our charger was the only one used, confirmed that the charger was plugged into a wall outlet. Replacement ordered. No additional information was provided.